Manufacturer narrative:
Device remains implanted.

Event description:
The subject underwent successful endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The routine 1-month and 6-month follow-up visits were uneventful. The patient returned for an unscheduled follow-up on (B)(6) 2014 presenting with a type ib endoleak. A review of the follow-up CT imaging showed that the iliac limb graft became disengaged from the left common iliac artery due to insufficient iliac limb graft length in combination with an ectatic femoral artery. A follow-up communication from the physician stated that an unrelated aneurysmal femoral artery, distal to the stent graft, ruptured and generated a hematoma, which disengaged the iliac limb graft from the artery. A re-intervention was performed on the same day excluding the endoleak and aneurysmal femoral artery without further sequelae.